Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter stopped working. Exact issue was not specified. Additional event or patient information is not available.